Event description:
Event: multiple defibrillator shocks and inappropriate pacing at a rate of 150bpm delivered from implanted defibrillator device (ICD) problem: ICD not responding to programmer, "runaway" ICD. Device did not respond to programming it to tachycardia off or to placement of magnet. Removal of device. Endotak lead testing shows normal lead impedances and comparable to previously noted/measured values.